Manufacturer narrative:
This product is used for treatment and not for diagnosis.

Event description:
Description of original complaint: the distributor returned the item to the manufacturer as a preventative measure following a reported complaint on MDR report 9680837-2011-00002 for a similar item in which a patient sustained an esophageal burn. Relevant events and information obtained from the case: during the manufacturer's visual inspection it was noted that a small crack had developed in the distal tip. The manufacturer was able to visually deduce the crack had developed during the sterilization life cycle, and the damage should have been visible at an inspection prior to surgery. The lot identification was unknown for this item, but the manufacture estimated this device was manufactured prior to may 2009. Since the device was returned as a preventative measure no patient was involved.